Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was no image when connected to the 180 scopes. The front socket was very dirty and have signs of wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii video system center produced no image when connected to the scope. The issue was found during preparation for use of an endoscopic ultrasound. The procedure was completed using a similar device. Anesthesia or sedation was extended for fifteen minutes. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that no image was caused by a defect in the patient board set since the event occurred during the connection of the 180 series scope. The cause of the defective patient board set could not be identified. Olympus will continue to monitor field performance for this device.